Event description:
It was reported that a lead safety switch (lss) was triggered from bipolar configurations to unipolar configurations due to this right ventricular (rv) lead exhibited a gradual increase in pacing impedances and high pacing thresholds. A lead revision was performed where this rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.